Event description:
It was reported that the patient noticed a burning rubber odor from the homechoice (hc) device during peritoneal dialysis therapy. The technical service representative instructed the patient to unplug the hc and use manual bags to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. Internal and external visual inspections revealed no problems. The device passed both the returned instrument testing evaluation (rite) electrical test and functional test and was determined to meet performance specification requirements per rite testing. A simulated therapy was performed with no problems encountered. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.